Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event was not reported. It was not reported if the patient was hospitalized. It was unknown if the patient recovered. Action taken with dianeal therapy was not reported. No additional information is available.